Manufacturer narrative:
The customer's analyzer serial number was not provided. The investigational e801 analyzer serial number is (B)(6). The investigational e411 analyzer serial number is (B)(6). The patient sample was requested for investigation, the investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii results for 1 patient sample on two cobas e 801 modules and a cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The patient sample was provided for investigation. The investigation did not identify an interfering factor in the patient sample. The investigation did not identify a product problem.